Event description:
It was reported that the customer blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer experienced issues with loading a new cartridge. Customer successfully loaded the same cartridge and resumed insulin delivery. A correct bolus via the pump was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.